Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
It was reported that the patient had a hemorrhagic event approximately 9 hours after placement of the pipeline. No other injuries were reported with the patient as a result of the procedure.